Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) drug eluting stenting procedure, foreign matter was found on the stent. Details of the anatomy and lesion are unk. During prep, the physician found a white string on the stent while attempting to insert the 3.50 x 20 mm taxus liberte into a guide catheter. According to the physician, there was no gauze around the device during preparation. The procedure was completed with another 3.50 x 20 mm taxus liberte. There were no pt complications. Pt status is reported as "good".

Manufacturer narrative:
(B)(4).